Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.Section A Patient Information: Refer to Section B5 for complete patient information. All available patient information was included. Additional patient details are not available.This report is being filed on an international product, list number 08P10-22 that has a similar product distributed in the US, list number 08P10-21/-31, with PMA number P110029.

Event description:
A literature review article by Abu Sini, H., Shirron, et al. Clinical Impact of Routine HBV Screening in Oncologic Patients Prior to Chemotherapy. Journal of Clinical Medicine. 2026; 15(7), performed a study that generated false nonreactive Alinity i HBsAg Qualitative II for 4 patients when compared to positive HBV DNA PCR results tested on the Xpert HBV Viral Load Cepheid. These patients also had positive Anti-HBc results that correlated with the PCR testing. There was no impact to patient management reported.